Event description:
Reportability assessment changed based on analysis, completed in 2007. It was initially reported that tip damage was found during preparation. This was found during unpacking, and the device was never used on a patient. Analysis found a circumferential tear in the balloon material and a break in the inner shaft and hypotube.

Manufacturer narrative:
Following a detailed examination of the returned device it is clear that excessive forces were applied to the device which resulted in a break in the hypotube and a break/tear in the inner and balloon material. As a result of these breaks the hub manifold and the distal section of the balloon/inner shaft break including the tip was not received for analysis. A detailed microscopic examination of the break sites found that the hypotube break appeared to have occurred as a result of a severe kink that developed in the hypotube. An examination of the balloon found a clear impression on the returned section of the balloon of where the balloon came in contact with a foreign object. The actual tear site in the balloon was very jagged in appearance which is more consistent with the balloon material having been pulled apart through excessive tensile force rather then a typical radial tear having occurred. The complaint indicates that the damage was found at unpacking, however, an examination of the balloon section found clear evidence of solidified contrast media present inside the balloon. This device was prepped for use. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The condition of the returned device is consistent with some form of mishandling during use. Therefore, the root cause is determined to be handling.